Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received info via their device tracking system that stated an outcome of pt death. The cause of death was reported as "driveline infection". No other info was provided.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.